Event description:
Nurse reported pt being admitted into the hosp in 2006withe elevated blood glucose of 717 mg/dl. His normal range is 80-120 mg/dl. The pt did not report any symptoms other than "feeling bad." Pt indicated that he had been having issues controllling his blood glucose level for the past 4 months. He stated that his blood glucose level was in the 300 mg/dl range and his a1c went from 6.7 to 10.1. Pt stated that he switched to a different work shift, but had not adjusted his basal rate to compensate for his lifestyle change. Pt indicated that he did not question the delivery accuracy of the infusion device. He indicated that while in the hosp, his blood glucose level was monitored closely and he administered boluses to address the issue. Attempted to contact pt, but was unsuccessful, therefore no add'l info available.

Manufacturer narrative:
Product was not requested to be returned for eval.